Event description:
Per independent repair center statement the unit was alarming or red light and the heat exchanger clamps were loose causing unit to shutdown. The key failure was the tie wraps were leaking.